Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the returned device passed all functional testing and was at eos. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the manufacturer representative (rep) questioned if it's normal for implant to have depleted this quickly since it was implanted, (B)(6) 2022. Technical services (ts) reviewed longevity. Ts recommended sending device back for analysis to determine if the usage was the cause of early depletion. Patient used stimulation at around 4ma. Rep wasn't aware of impedance issue. Implant depleted in (B)(6) 2024. The caller was not with the patient. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the issue was unknown. The battery was replaced 02/227/2024. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2mqvp. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.